Event description:
Reportable based on device analysis completed on 01-apr-2024. It was reported that failure to advance in the catheter and premature deployment inside the patient occurred. The patient underwent endovascular aneurysm repair of the target lesion located in the internal iliac artery. During the procedure, a 22mm x 60cm interlock was loaded and pushed into a 2.0fr non-boston scientific microcatheter. Arm-locking was released inside the microcatheter; however, the coil could not be pushed out despite several attempts. The entire catheter was removed from the patient's body. The procedure was completed with another of same device. There were no complications reported and the patient condition was fine. However, returned device analysis revealed that the arm coil was detached.

Manufacturer narrative:
Unit returned with its original pouch, and overall visual revision did not identify failures or evidence that could be lost due to decontamination process. It was observed that the main coil and the pusher wire were returned. It was observed that the main coil was bent and stretched at the coil arm and zap tip section, also the arm coil was detached. The functional could not be performed due the main coil and the pusher wire are not interlocking.